Event description:
It was reported a device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. 265 days post index procedure at a follow up appointment, a computed tomography (CT) scan was performed which revealed the closure device was misaligned in the laa. There was no circumferential leak but there is a leak of unknown size under the fabric cap of the closure device on the limbus side. The physician decided to monitor the situation and no interventions were performed.

Manufacturer narrative:
B5: information added. H6 device code added: material integrity problem.

Event description:
It was reported a device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. 265 days post index procedure at a follow up appointment, a computed tomography (CT) scan was performed which revealed the closure device was misaligned in the laa. There was no circumferential leak but there is a leak of unknown size under the fabric cap of the closure device on the limbus side. The physician decided to monitor the situation and no interventions were performed. It was further reported that a distal end fracture on the closure device was detected on CT imaging.

Manufacturer narrative:
Media from the clinical procedure was provided to bsc and reviewed by members of the bsc training team, medical safety, physician training, and clinical specialists. The media review report concluded: based on information received from the site, the shift was confirmed. Distal strut fracture confirmed in watchman closure device canted sideways into chicken wing. Closure device in stable position without obvious risk of perforation.

Event description:
It was reported a device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. 265 days post index procedure at a follow up appointment, a computed tomography (CT) scan was performed which revealed the closure device was misaligned in the laa. There was no circumferential leak but there is a leak of unknown size under the fabric cap of the closure device on the limbus side. The physician decided to monitor the situation and no interventions were performed. It was further reported that a distal end fracture on the closure device was detected on CT imaging.